Event description:
This record has been found to be a duplicate of (B)(4). Please see (B)(4) for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side device rupture. Diagnosed via ultrasound and MRI. The device has been explanted and replaced.